Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be torn, measuring under specification. Due to the observed damage, fluid could not flow through the complete fluid path. It could not be determined when or how the damage to the soft cannula occurred. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 453 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site on their arm, the pod's cannula was found damaged. No treatment was reported.